Event description:
New information received indicates a patient use case. The patient outcome is unknown. It has been reported that the device is does not power on.

Event description:
It has been reported that the device is does not power on.